Event description:
Caller reported alarm 2, which had been occurring for the past two months. The caller's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer disconnected the call, and no further information was provided regarding actions taken.